Event description:
It was reported that while the ventilator was in non-invasive ventilation (niv) mode, ventilation suddenly stopped, and the touchscreen went black. Audible and visual alarms, including blinking indicators, were reported at the time of the event. The respiratory therapist removed the patient from the ventilator and placed the patient on an alternate ventilator. No patient harm was reported as a result of this event. Device log analysis showed that the system detected an i2c2 communication error, followed by an ¿i2c2: reset¿ event. Review of the breath logs indicated that ventilation was not interrupted during or after the i2c2 reset event.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.